Event description:
It was reported that during a da vinci-assisted gynecology myomectomy surgical procedure, the 8mm monopolar curved scissors (mcs) instrument tip was dislocated from instrument and the plastic ring was separated from the tip. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) obtained the following additional information: the instrument was not inspected prior to use. There was no damage noticed. There was no thermal damage or arcing observed. There was no patient injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the sp monopolar curved scissors tip accessory for failure analysis investigation. The accessory was analyzed and found to have a damaged retaining cover. The retaining cover and metal accessory were returned detached. Upon visual inspection, damage was found at the retaining cover. There were no missing pieces from the damage. The retaining cover and metal accessory were reinstalled. The mcs tip accessory was attempted to install into the in-house monopolar curved instrument but failed due to the damage to the retaining cover, making the tip accessory appear to be dislodged on the instrument when the open and close knob is articulated. The mcs tip accessory's retaining cover exhibits damage external to the retaining bayonet, a feature of the retaining cover that engages with the instrument tube adapter of the mcs instrument. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result if the bayonets are forced outwards, typically during mis-installation or improper removal of the accessory.

Event description:
Refer to h11 for follow-up information.